Event description:
Use of droplet brand insulin pen needles, 31g, 8mm do not function properly. They do not allow insulin pen will not depress, therefore not allowing pt to inject the correct dose of insulin. If needle does work, it's very difficult to inject and therefore questioning if pt obtained correct dose. When changed to these pen needles. Droplet brand, glucose increased significantly, nearly 50 points. Dose or amount: 100 unk - unknown; frequency: daily, route: subcutaneous, therapy start date: (B)(6) 2018, therapy end date: (B)(6) 2018. Reason for use: diabetes.